Manufacturer narrative:
Follow-up #1: date of submission 11-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 03-apr-2018 with the following findings: during investigation, the alarm history showed multiple cs054/cs052/cs012 alarms on (B)(6) 2018. Returned battery cap is undamaged and able to fit. The ¿ez-prime¿ steps were performed correctly, no ¿cs012¿ alarm or any errors occurred during the investigation. Unable to duplicate ¿cs012¿ complaint. Pump¿s cover was removed, no intermittent condition was found to the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 012) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction may result in a missing bolus record in the pump history which may impact treatment decisions.